Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete. (B)(4).

Event description:
Customer reported that the orientation of the CT images that are sent to pacs is improperly displayed. There was no reported patient injury associated with this event.